Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application was utilized inadvertently instead of the remote monitoring application. It was noted that the rhythm loading was displayed however the information was unable to be sent. Troubleshooting steps were taken to include utlising the remote monitoring application to send the transmission. It was further noted that when attempting to interrogate with the remote monitoring application, the green progress bar completed, however it was unable to advance to the "data sent" page.the display remained on the image of the application along with a grey transmitting bar which was unable to progress for 10 minutes. Further troubleshooting steps were advised to attempt to resolve the issue. No patient complications have been reported as a result of this event.